Event description:
A crosser 14s catheter was used to facilitate recanalization of a chronically occluded superficial femoral artery. Following advancement of the device an attempt was made to remove the device but resistance was noted. The tip of the device was lodged in a calcified segment of the occlusion. Multiple attempts were made to remove the tip of the catheter without success. Finally the physician cut the backend of the crosser catheter and advanced a guide catheter over the outer shaft of the crosser in an attempt to recapture the tip. During this process, the catheter pulled free leaving the 1x1mm metal tip of the catheter behind in the lesion. The tip remained stationary embedded in the vessel wall. A stent was deployed to open the occlusion and the tip remained embedded in the vessel wall behind the stent. The pts artery was wide open and pt is doing well. F/u with the treating physician two weeks after index procedure revealed pt is doing well with no reported issues.

Manufacturer narrative:
Attempts are still being made to retrieve product from hospital. As an alternative 4 additional products from the same lot were tested to design specifications for tensile strength of primary tip weld and secondary guidewire lumen bond following simulated bench top usage. Specifications are 0.75 and 0.35 lbs respectively. Four units from the same lot tested 11.7 and 0.70 lbs average. The tested products met the design specifications.